Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (cnwtt3-t6) (that is sold in the united states under (PMA/510(k) # (p190018). The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that after an intraocular lens (iol) implantation procedure, the patient experienced visual acuity decrease. Subsequently the lens was removed and replaced with non-company lens. Additional information has been requested but is not available at the time of this report.